Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this patient had experienced a syncopal episode two weeks after implant. At that time, the right ventricular (rv) lead was found to have high thresholds, so the rv lead was repositioned. However, about a week later, high thresholds with loss of capture was observed again. An x-ray was performed and the lead appeared to be in the same position. All other measurements were stable. Reprogramming was performed and no further observations have occurred. No additional adverse patient effects were reported.